Event description:
Customer called lfs in 10/2002 alleging that their meter would prompt error 1, prompt not ok, and reading inaccurately high. Customer did not report any symptoms. No medical care beyond home treatment was received. Customer did report their physician increasing their medication without testing their blood glucose levels. No adverse event or serious injury occurred. Customer did not have any items to troubleshoot or resolve the error 1 and the inaccuracy. The ccr indicated that the meter would only prompt the not ok message and they could not bypass the message. Ccr replaced customer's meter.